Manufacturer narrative:
A DHR review could not be performed because the lot number was not provided. Per risk-0006 rev. 02, the complaint may be associated with the following potential failure mode: potential failure mode: user fails to remove the device from the cervical os. Potential effects: device fragments left in patient. Harms: foreign body in patient. Severity: 4. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor".

Event description:
In the customers words: "I hope this finds you well. I just wanted to point out that we have had another incident again of the spacer left in another patient. She was operated on the 16th of march. We only got notified on the 31st of may. Again because of the time that has lapsed I do not have the details of the manipulator. The only thing is that we only have the one size which is the 9cm tip."